Event description:
The pt reported experiencing elevated blood glucose of up to 25 mmol/l (450 mg/dl) for over 2 weeks. She stated the infusion device is not properly delivering basal rates. She stated she changes her infusion set twice per week and due to recent issues, began changing the infusion set more frequently. She has also changed the battery and reprogrammed a higher basal rate, but her blood glucose remains elevated. She lowers her blood glucose by bolusing. She stated she found the corner of her previous insulin cartridge was broken and she cannot say if pieces of the cartridge are in the cartridge compartment of the infusion device or if insulin leaked. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.